Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1606200500, 510k # k131321 and UDI#(B)(4) was cleared in the united states. (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
The patient underwent posterior lumbar interbody fusion at t7-s2 ai due to kyphosis. Post-op, rod breakage was developed at both side of l5/s and the patient was observed with recurrence of lower extremity numbness. Revision surgery was performed in which 4-rod fixation was constructed after removing the two broken rods.